Manufacturer narrative:
A manufacture representative went to the site to test the imaging system and confirmed the reported issue. All of the motion controllers were not visible to the application. Parts were replaced and a system checkout was performed. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not initializing. The 3 green bars on the system looked like they were loading, but the top bar would not give a green check to proceed even when the bar was full. There was no patient present.

Manufacturer narrative:
The varistor was returned to the manufacturer for analysis. Analysis found no failure with this component. (B)(4). The relay was returned to the manufacturer for analysis. Analysis found no failure with this component. (B)(4). The pendant was returned to the manufacturer for analysis. Analysis did not confirm the reported issue, however there was physical damage to the pendant, there was wear in mechanical interfaces. (B)(4). The system control board was returned to the manufacturer for analysis. There was an electrical failure with this component that confirmed the reported issue. The motion and generator did not ready, communication failed, and system initialization was not successful when tested. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis via functional testing, performance testing, visual/physical examination, and usability inspection. Analysis confirmed the reported complaint of "system not initializing." Visual inspection confirmed fuse f2 on the power switching board was blown. The fuse was replaced and the system initialized., the motion and generator readied, communication and charging succeeded, and the motion calibration passed as 2d and 3d images were acquired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not initializing. The 3 green bars on the system looked like they were loading, but the top bar would not give a green check to proceed even when the bar was full. There was no patient present.